Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the operating room for atrial lead revision. The patient's atrial lead had history of noise and high impedance. The lead was capped and replaced on (B)(6) 2019. Physician believes that lead damaged was caused by chronic excessive lifting. Patient was stable post procedure.